Event description:
It was reported that it took a patient a long time to get used to the stimulation sensation and when she finally got used to it, the implantable neurostimulator (ins) stopped working. The patient noticed the therapy wasn¿t helping and a manufacturer representative said ¿it was out, there was very little left, not enough to help the patient.¿ she had to wait a couple of months before replacement because she was on blood thinners. The device was replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that battery was replaced due to normal battery replacement. He did convey to the patient that the battery needed to be replaced however as it was due to normal depletion it was not reportable. When the physician replaced the battery he also replaced the lead as the physician felt he was not getting the desired response with current placement. It was stated that they was no malfunction known with lead or lead placement, just physician preference.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v496047, implanted: 2010-(B)(6), product type: lead. (B)(4).